Manufacturer narrative:
The table subject of the reported event was manufactured in 1994 and is not maintained by steris service. A steris service technician arrived on site, inspected the unit, and confirmed the unit to be operating according to specification. The technician's inspection of the table found no evidence of damage or misuse, which indicates no malfunction of the table occurred. The user facility stated that the patient was properly secured to the table; however steris was not able to confirm as the technician found the table to be operating according to specification, it is likely that the patient was not properly secured to the table. The operator manual states on pg1-2 "patient must be secured to the table in accordance with recommended positioning practices." No additional issues have been reported with the table.

Event description:
The user facility reported that a patient slid off of their quantum 3080 surgical table while the table was oriented in the trendelenburg position. No injury to the patient was reported. A procedural delay was reported.